Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, during the placement of an intravenous catheter for a patient, the needle core separated and fell off while withdrawing the finned needle hub, resulting in a failed puncture. The nurse immediately used forceps to remove the steel needle, explained the situation to the patient, and successfully reinserted the catheter. The incident did not affect the patient's condition.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample and no similar complaints have been received from other hospitals regarding this batch of products.since the defective sample is not returned, further test cannot be performed, so the root cause of this defect cannot be confirmed. The plant will continue to track and trend for this issue.